Event description:
The mesh was used during a bilateral hernia repair on november 9, 1998. Reportedly, ten months post-operative, the pt developed an infection. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt'sa condition is satisfactory.